Manufacturer narrative:
The customer reported an artifact was present on CT sinus image data. The philips field service engineer (fse) went to the site to evaluate the system. The fse inspected the system and found the compensator in the a-plane collimator was broken. The fse replaced the a-plane collimator to resolve the issue. There was no report of mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.